Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected for therapy out of setup sequence. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for setting up therapy and for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver did not follow therapy steps during setup of peritoneal dialysis therapy. The caregiver connected the patient before properly priming the homechoice cassette during setup for therapy. The caregiver connected the patient when they were prompted to connect bags/open the clamps rather than following the proper setup sequence and connecting when prompted to connect the patient. The technical service representative (tsr) assisted the caregiver to safely disconnect the patient and advised to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.